Event description:
The article, "hidden risk behind the septum: late presentation of coronary compression following transcatheter atrial septal defect closure in a child", was reviewed. The article presented a case study of a 12-year-old female patient with a large secundum atrial septal defect. It was reported that on an unknown date, a 30mm amplatzer septal occluder was chosen for implant. Two weeks post-procedure during a follow-up visit, the patient reported cold sweats, fear of death, and agitation. Echocardiography showed the device to be in an appropriate position with no signs of erosion. Upon admission to pediatric emergency clinic, the patient's troponin-I level was mildly elevated, but despite the symptoms improving, the troponin-I values progressively increased, prompting further investigation. Selective coronary artery injections demonstrated that the circumflex artery was passing through the discs of the asd device during its retroaortic course, resulting in narrowing of its lumen during systole due to device compression. A decision was made to explant the device via transcatheter snare. The patient¿s troponin-I levels subsequently decreased, and the patient was discharged with a plan for surgical closure. [The primary and corresponding author was hayrettin hakan aykan, faculty of medicine, department of pediatric cardiology, hacettepe university, ankara, turkey, with corresponding email: hhaykan@hacettepe.edu.tr].

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: hidden risk behind the septum: late presentation of coronary compression following transcatheter atrial septal defect closure in a child.

Event description:
N/a

Manufacturer narrative:
As reported in a research article, hidden risk behind the septum: late presentation of coronary compression following transcatheter atrial septal defect closure in a child. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: hidden risk behind the septum: late presentation of coronary compression following transcatheter atrial septal defect closure in a child.